Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) was completed. Upon evaluation, the belt failed a functional ECG-fall off test. The cause of the failure was isolated to a defective u703 op amp. The root cause for the defective u703 component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
While evaluating electrode belt sn (B)(4) for an unrelated issue, a reportable problem was found. The belt failed a functional ECG fall-off test.